Event description:
Rate flow regulator IV extension set had slice in tubing. Noticed after pt was hooked up to IV therapy, rn noticed leakage. Rn removed product from package with no visual tears in packaging.